Event description:
It was reported that the right ventricular (rv) lead had sensed successfully at the completion of initial implant procedure, but then failed to capture 3 days post implantation. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed in the proximal conductor and in/on the helix/lobe mechanism. The outer insulation was breached/cut. Apparent explant damage was noted. No anomalies were found.